Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507645 lead, implanted (B)(6) 2002; 694758 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient presented to the hospital after the device's elective replacement indicator was triggered. Approximately four weeks later, it was further reported that device battery depletion had been premature. The device was removed and replaced. No patient complications have been reported as a result of this event.